Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the [distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead was repositioned twice to obtain acceptable parameters. All measurements through the pacing system analyzer (psa) were appropriate; however, when the ra lead was connected to the device, noise was noted. The ra lead was disconnected from the device and connected to the psa and again noise was noted. When the physician elected to implant a new ra lead, attempts to retract the helix were unsuccessful. It was indicated the ra lead dislodged, but the helix was still extended. A ra lead fracture was suspected, but not visually confirmed. No adverse patient effects were reported.